Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of event. A philips filed service engineer (fse) inspected the system on site and confirmed the reported issue. During troubleshooting, fse checked the power supply of the generator and the b cabinet that which is being controlled by the main power distribution (mpd) control unit and found that the mpd controller was faulty . Failure part analysis of the defective mpd control unit indicated that there was electronic failure. Fse replaced the mpd controller which resolved the issue. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system was unable to bootup. The device was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site. The main power distribution (mpd) control unit was replaced and the system was returned to use in good working order.